Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 390 mg/dl and large ketones due to an unknown cause leading to an emergency room (ER) visit. Reportedly, the customer believed that the cartridge connection may have been leaking insulin; however, this could not be confirmed by the customer. Additionally, it was reported that the cartridge patient line was flattened out. Bg level was 565 mg/dl. While in the ER, the customer received treatment in the form of intravenously delivered fluids. The customer was released from the ER 6 hours later with a bg level of 160 mg/dl.